Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pregnancy with contraceptive device ('pregnancy (no complications)') in a (B)(6) year-old female patient who had essure (batch no. 50704231) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 ((B)(6) 1996, (B)(6) 2004, (B)(6) 2016), anxiety, depression and pap smear abnormal. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included vaginal cyst, post coital bleeding, fatigue, nausea, tenderness, hemorrhoids, perineal laceration, back pain, fatigue, muscle ache, adenomyosis and malaise. Concomitant products included lidocaine. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), night sweats ("night sweats"), mood swings ("mood swings"), vulvovaginal mycotic infection ("yeast infection"), rash ("rashes on thighs,elbows,forearm"), migraine ("migraines"), headache ("headaches"), amnesia ("memory loss"), dysmenorrhoea ("dysmenorrhea (cramping"), fatigue ("fatigue"), myalgia ("pain in limbs"), musculoskeletal stiffness ("limbs stiffness"), feeling abnormal ("memory fog") and premature menopause ("early onset menopause") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced soft tissue foreign body ("foreign body in soft tissue"), 4 years 6 months after insertion of essure. On an unknown date, the patient experienced arthralgia ("joint pain") and pain in extremity ("pain in limbs"). The patient was treated with surgery ((bilateral salpingectomy laparoscopic excision of essure coils under fluoroscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, soft tissue foreign body, night sweats, mood swings, vulvovaginal mycotic infection, rash, migraine, headache, dysmenorrhoea, fatigue, myalgia, musculoskeletal stiffness, premature menopause and pain in extremity outcome was unknown and the amnesia, weight increased, arthralgia and feeling abnormal was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2016. The reporter considered amnesia, arthralgia, dysmenorrhoea, fatigue, feeling abnormal, headache, migraine, mood swings, musculoskeletal stiffness, myalgia, night sweats, pain in extremity, pelvic pain, pregnancy with contraceptive device, premature menopause, rash, soft tissue foreign body, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: first images with fluoroscopy, which shows both coils in the fallopian tubes bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Pathology test - on an unknown date: fallopian tubes removal histologically unremarkable fallopian tubes metal coils present. Pregnancy test urine - on (B)(6) 2013: negative. Concerning the injuries reported in this case the following events were confirmed via patients medical record: cyst, yeast infection, foreign body and soft tissue, joint pain. Most recent follow-up information incorporated above includes: on 29-may-2019: previously reported event "injury nos" was deleted and was updated to more specified event such as pelvic pain. Pfs received: following events were added : night sweats, mood swings, pregnancy (no complications, yeast infection, migraines, headaches, memory loss, dysmenorrhea (cramping), fatigue, weight gain, foreign body in soft tissue, pelvic pain, device ineffective, rashes on thighs, elbows, forearm, joint pain, pain in limbs, limbs stiffness, memory fog, early onset menopause. Lot number added. Historical drug added. Reporter information added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pregnancy with contraceptive device ('pregnancy (no complications)') in a 42-year-old female patient who had essure (batch no. 50704231) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 ((B)(6) 1996, (B)(6) 2004, (B)(6) 2016), anxiety, depression and pap smear abnormal. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included vaginal cyst, post coital bleeding, fatigue, nausea, tenderness, hemorrhoids, perineal laceration, back pain, fatigue, muscle ache, adenomyosis and malaise. Concomitant products included lidocaine. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), night sweats ("night sweats"), mood swings ("mood swings"), vulvovaginal mycotic infection ("yeast infection"), rash ("rashes on thighs,elbows,forearm"), migraine ("migraines"), headache ("headaches"), amnesia ("memory loss"), dysmenorrhoea ("dysmenorrhea (cramping"), fatigue ("fatigue"), myalgia ("pain in limbs"), musculoskeletal stiffness ("limbs stiffness"), feeling abnormal ("memory fog") and premature menopause ("early onset menopause") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced soft tissue foreign body ("foreign body in soft tissue"), 4 years 6 months after insertion of essure. On an unknown date, the patient experienced arthralgia ("joint pain") and pain in extremity ("pain in limbs"). The patient was treated with surgery ((bilateral salpingectomy laparoscopic excision of essure coils under fluoroscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, soft tissue foreign body, night sweats, mood swings, vulvovaginal mycotic infection, rash, migraine, headache, dysmenorrhoea, fatigue, myalgia, musculoskeletal stiffness, premature menopause and pain in extremity outcome was unknown and the amnesia, weight increased, arthralgia and feeling abnormal was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2016. The reporter considered amnesia, arthralgia, dysmenorrhoea, fatigue, feeling abnormal, headache, migraine, mood swings, musculoskeletal stiffness, myalgia, night sweats, pain in extremity, pelvic pain, pregnancy with contraceptive device, premature menopause, rash, soft tissue foreign body, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: first images with fluoroscopy, which shows both coils in the fallopian tubes bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Pathology test - on an unknown date: fallopian tubes removal histologically unremarkable fallopian tubes metal coils present. Pregnancy test urine: on (B)(6) 2013: negative. Concerning the injuries reported in this case the following events were confirmed via patients medical record : cyst,yeast infection, foreign body and soft tissue,joint pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.